Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2021-02533, 1221359-2021-02534.

Event description:
The consumer reported 3 false negative results with the binaxnow¿ covid-19 antigen self test for 3 patients performed on (B)(6) 2021. This MFR. Report addresses patient one (1) of three (3). The consumer (user) reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021. Repeat testing was performed and generated a positive result. Pcr conformation testing generated a positive result. Consumer confirmed that she was vaccinated. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Correction : d2, d4, g4, h4 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 148363 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 148363 and test base part number 195-430h / lot 141974a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 148363 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to specific patient sample.